Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The top case left corner was slightly dented. The event log showed a primary audible alarm post, followed by a secondary acu watchdog failure. The power up process and occlusion testing was performed. The analyst cannot duplicate the primary audible alarm post. The operator replaced the speaker for preventive maintenance and all functional testing passed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a system failure watchdog failure primary audible alarm. The device did not fail while in use with patient.